Event description:
During cleaning, device would not connect to carts. Upon evaluation the leak detector was noted to be burnt and shorted. No harm or delay were reported as it relates to this event. No other adverse events were reported along with this. No further event information available at the time of this report.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined that the coupler was not connecting to carts, and the leak detector was burnt and shorted. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.